Event description:
Reportedly the patient was treated with an integra product (flowable wound matrix) by the podiatrist named as the defendant. The provided documents indicate the patient suffered serious and permanent injury to her right foot, causing severe pain with ambulation and the need for future surgery, physical therapy, and other treatment. It is alleged the care of this patient involved negligent acts and/or omissions that did not comply with the "standard of care." Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 12/21/2015 . The investigation included: methods: review of complaints history. Results: no product lot number was provided with this complaint; therefore, DHR review cannot be performed. If the product lot number is provided at a later date, DHR review will be performed and updated at that time. A query of the trackwise complaints database for the timeframe of 12 months (from 06nov2014 to 06nov2015) was performed using the keywords ¿flowable wound matrix¿ that also include the keywords ¿pain¿ or ¿ambulation.¿ this complaint is associated with flowable wound matrix. There were approximately (B)(4) of these products sold in the past year. As per the trending query, there was (1) complaint identified related to flowable. Therefore; the calculated complaint rate is (B)(4). Conclusion: the root cause is undetermined. While possible hazards were identified in the mdha using keywords from the complaint, no lot number was provided for DHR review. Integra lifesciences has process steps and testing in place to mitigate risk and is dedicated to manufacturing safe and effective product. As described in the trending section, no trend has been identified. The original complaint alleged the care of this patient involved negligent acts and/or omissions that did not comply with the ¿standard of care.¿